Event description:
It was reported by a customer in the USA that while in use on a pt, the achieva ventilator suddenly stopped cycling and generated an audible alarm. The pt was removed from the unit, and placed on an alternate ventilator. There was no pt injury reported.

Manufacturer narrative:
The customer informed covidien that the device will be returned to the (B)(4) factory svc for eval and repair. It has not yet been received.